Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI capable. The patient was doing well postoperatively. The explanted ipg will not be returned.